Manufacturer narrative:
The suspect keyboard has been received by the manufacturer for evaluation. The reported issue was confirmed as the visual inspection confirm keyboard usd touch pad is physically damaged, the n key is broken.

Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the reported issue. The mobile view station (mvs) keyboard was replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A site biomed representative reported that while outside of a procedure the imaging system had a damaged keyboard. There was no patient present when this issue was identified.